Event description:
The customer reported to customer svc that she had the pump with a prior baby and now seemed to have mastitis. Customer had not yet gone to the dr for diagnosis at the time of contact.

Manufacturer narrative:
Customer svc instructed the customer to consult with her dr immediately. Customer indicated she would call back after speaking to her dr to resolve the issues with the pump. The original pump was not requested to be returned for eval. A medela clinician contacted the customer to obtain add'l info. Per details provided by the customer on (B)(6) 2012, she indicated she had purchased the pump four years ago when her first child was born. Customer confirmed she had sought medical attention, was treated with antibiotics, and had since recovered. Customer had rented a hosp-grade symphony pump and was now beginning to use her pump in style again, but was watching for any recurrence of mastitis. The medela clinician provided the customer with info regarding breast shield sizing and proper fit so the breasts can be emptied well and prevent recurrent mastitis, as well as other info regarding pump usage for comfort and efficiency. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. We will monitor complaints for similar issues.